Manufacturer narrative:
Method: review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: the device opened at the proximal end during an attempt to withdraw the endoprosthesis back into the introducer sheath. As indicated in the IFU warnings section, it is not recommended to withdraw the gore viabahn endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. If removal prior to deployment is necessary, withdraw the gore viabahn endoprosthesis to a position close to but not into the introducer sheath. Both the gore viabahn endoprosthesis and introducer sheath can then be removed in tandem.

Event description:
A gore viabahn endoprosthesis was used for the treatment of a popliteal artery aneurysm in the right leg. The targeted treatment site was not predilated. An introducer sheath was inserted and a 10mm viabahn device was advanced through the sheath with the intent of deploying the device. Prior to deployment of the device, the physician determined that a 9mm device needed to be placed first. The physician was removing the 10mm device from the introducer sheath when the proximal edge of the device caught on the distal edge of the sheath and the device began to open proximally. Once the device came out of the artery, the device became lodged in the skin tract and the physician could not remove the device. A vascular surgeon was called in to remove the device and sew up the artery. The pt was reported to be fine post removal of the device.